Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/24/2014 with the following findings: several inexplicable reboot events, which can be indicative of the type of power issue that was reported, were observed in the black box data. The threads of the returned battery cap were damaged. The battery compartment was cracked in the thread area. Corrosion was found on the inside of the battery compartment and on the underside of the battery cap. The pump powered on with the returned battery cap, which was unable to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The pump failed a leak test due to the battery compartment damage. The relation of the aforementioned device failures to the reported power issue can not be determined, as the reported power issue would have to be duplicated to determine such. The following device failures are unrelated to the reported power issue: the display screen was found to be dim and discolored. A second battery compartment crack was found below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was experiencing a no-power issue. Customer support has made several attempts to contact the consumer to acquire more information. There is no further information regarding the complaint available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.